Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sometimes buttons of insulin pump was stick also insulin pump received the pump error alarm. Customer's blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump received random no delivery alarms and it was corrected by esc or act button. Customer also stated that they had to reset date and time during battery change also sometimes insulin pump rejects batteries. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery, failed battery test, a21, no delivery alarms, e/a alarm or reset time or date anomaly due to unresponsive button.